Event description:
It was reported by repair work order that the customer alleged the legs drop about one foot when the release button is pressed, which could affect cot stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the customer alleged the legs drop about one foot when the release button is pressed, which could affect cot stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported the legs drop about one foot when the release button is pressed, this was due to a bent outer base tube weldment that was also causing the cot to lean.